Event description:
It was reported that during an implant attempt the lead could not be used because of patient anatomy. Another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed, and no anomalies were found. The inner insulation was kinked buckled. There was blood in/on the helix mechanism. The lead was stretched and damaged at implant.